Event description:
It was reported that during a sinus procedure, the handpiece continuously leaked saline. Back-up equipment was used to complete the procedure as planned. There was no report of pt or user injury, or any adverse consequences resulting from this event.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated if the investigation requires it.